Manufacturer narrative:
Initial reporter address: zip code: (B)(6). The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: seroma, pain. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side "the patient is presenting risk", "excess seroma", "persistent pain". The device remains implanted.